Event description:
It was reported that someone a friend of the reporter¿s knew ¿had a malfunction¿ with their implanted pump. The reporter didn¿t have any patient, device, drug or health care provider (hcp) information related to the event. No further information was able to be obtained.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).